Event description:
A mother and neonate infant serum were collected and tested for treponema antibody using the diasorin liaison treponema assay (immunochemiluminescence). The mother was 23.7 index (positive) and the infant was 0.59 index (negative). Since the mother was positive, the customer decided to test the infant serum on rpr (rapid plasma reagin) and on fta-abs (fluorescent treponemal antibody) and both results were results were positive. The infant serum was then re-tested on a different liaison analyzer in duplicate and the results were 53.2 and 52.5 index (positive). Ref # 9610240-2013-00002.